Event description:
It was reported that the device was not recognizing the syringe size, and the device seemed to not be calibrated correctly. The unit was just in for repair for a watchdog error. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump did not recognize the size of the syringe, and the cause of the customer reported problem was the plunger tube was off to the center. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the plunger tube, and the pump passed all functional tests and performed as intended after repair.